Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Further information has been requested but no response has been received. It has not been confirmed that the wheels of the ventilator were locked and that the ventilator was placed outside the safety line at the time of the event. No service on the ventilator has been requested. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. H3 other text : 4117.

Event description:
It was reported that the ventilator was attracted to an MRI scanner. There was no patient harm. Manufacturer ref. #: (B)(4).